Manufacturer narrative:
Examination of the returned hardware found no anomalies. The plate is intact with no physical damage. Based on the evaluation of the implants and the event as described it appears that the user fully tightened two screws on the same side of the plate at adjacent levels. Then when attempting to secure the next screw atypical force was transferred to the tightened screws / bushings. The noted sound was likely the friction lock of the screw head / bushing releasing from the forces applied. Per the surgical technique all screws should be placed within the plate prior to final tightening. No problem was found with the returned hardware. It appears that the problem experienced was user technique related.

Event description:
The surgeon placed two cages at c5-c6 and c6-c7 then started to implant the cervical plate. He placed a screw in c5 left side without a problem then at c-6 left without a problem. Then he claims he placing a screw at c-6 right and before the screw head was to the plate, the plate made a cracking sound and the plate twisted slightly and everything went loose. He unscrewed c5 but the screws came right out of the c6 and took a potion of the bone with it. He then had to use bone from another location to replace the hole at c6, then placed a new plate over that and inserted 4 screws at c5 and c7 to finish the case. As the event resulted in an extension of surgery time greater than 30-min and there was the need for minor surgical intervention an MDR is filed to document this event.